Event description:
Event description guidant received information that the physician was not satisfied with the longevity of this device. It was implanted over 55 months. It has been explanted/replaced and returned for analysis.